Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and began treatment with ciprofloxacin (500mg, once daily). One week after event onset, the patient recovered from the event. It was further reported the patient was "advised" to go on hemodialysis therapy. The reporter decline declined to provide additional information.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported during follow up that the patient experienced difficulty breathing and was hospitalized. Should additional relevant information become available, a supplemental report will be submitted.